Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was over 400 mg/dl at the time of incident. Customer reported experiencing pain in their stomach, arm and neck. The customer stated they have been hospitalized twice in the past from their high blood glucose. Customer reported a hospitalization on (B)(6) 2015 where their blood glucose rose to over 400 mg/dl. The customer reported eating a bowl of fruits, taking a bolus and then feeling sick shortly after. The customer stated they were treated with an insulin drip at the hospital. Customer also reported another hospitalization event in (B)(6) 2015, but did not provide details. It was also found the customer did not store the insulin at room temperature. The alarm history also showed several no delivery alarms. Customer's current blood glucose was 72 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-77586.